Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2018-00864.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, the first fiber was noted to have no power and diminished vaporization after 26,735 joules used. The fiber was exchanged and the second fiber was firing straight out of the fiber and the end cap came off after 13,430 joules used. The second fiber was exchanged for a third fiber also fired straight out of the fiber and the cap came off at 19,364 joules used. The third fiber was exchanged and the case was successfully completed with the fourth fiber after 64,924 joules of use. The tip of the failed fibers were not cleaned. No patient clinical consequences were reported due to this event. This report is for the third fiber.

Manufacturer narrative:
Analysis of the returned device revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The product complaint "end cap came off" could not be confirmed. The probable cause of the failure is operational context. The cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.